Manufacturer narrative:
On (B)(6) 2019 a power supply unit from a pcs2 machine was returned to haemonetics for further evaluation, as the power supply was reported to have failed with incorrect voltages and was preventing the centrifuge from running at full speed. There was no initial report of a burning smell, or evidence of thermal decomposition within the device. Upon further evaluation, evidence of thermal decomposition was observed on the printed circuit board of the power supply component. Haemonetics had sent a replacement power supply unit to be installed by the customer's on-site technician as resolution for this incident. The on-site technician will install the replacement power supply unit, and will also ensure the device meets all manufacturer specifications prior to being returned to service. This failure had occurred during the power on self test (post) protocol. The device must pass the post protocol prior to being able to initiate a device and introduce a donor to complete a procedure. The device will detect any hardware failures and will not pass the post until the device has been repaired, preventing risk of injury to the donor as a result of a hardware failure. There were no injuries reported as a result of this incident; however, haemonetics has previously submitted reports of thermal decomposition observed within a device. As a result, this incident is deemed reportable.

Event description:
On september 19 2018 haemonetics was made aware of a pcs2 machine which had experienced an error message during the power on self test (post) protocol, where the device returned an error for a centrifuge underspeed detected. The customer's on-site technician evaluated the device and found that the voltages on the power supply unit were not within range. The on-site technician ordered a replacement power supply unit from haemonetics for repair. This incident occurred prior to any donor or patient involvement, there were no injuries or adverse reactions as a result of this failure. This failure had occurred during the power on self test (post) protocol. The device must pass the post protocol prior to being able to initiate a device and introduce a donor to complete a procedure. The device will detect any hardware failures and will not pass the post until the device has been repaired, preventing risk of injury to the donor as a result of a hardware failure. When the power supply unit was returned and evaluated on (B)(6) 2019, haemonetics had observed evidence of thermal decomposition within the power supply, resulting in a failure of the component.